Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24july2019. During troubleshooting, the customer found the da to mc cable connection was not fully seated. The customer reseated the cable to resolve the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that they replaced the flow sensor assembly but it is not reading flow. The customer reported that there was no patient involvement.